Manufacturer narrative:
(B)(4). Late prosthetic valve endocarditis, occurring more than 60 days after surgery, is usually caused by an infection which occurs elsewhere in the body, and then seeds the valve. The most frequent causes are dental procedures, urological infections and interventions, and indwelling catheters. Edwards lifesciences has validated methods for sterilization of all devices which ensures product sterility. In this case, the microorganism was identified as streptococcus salivarius and is typically associated with dental procedures. A search of our complaints system was conducted for any reported of this infection involving a device sterilized within the manufacturing lot for this device and there were no other reports as of 08/03/2015. Edwards lifesciences produces and provides sterile tissue bioprostheses to its customers by following carefully designed robust sterilization processes. These manufacturing processes have been validated and demonstrated to consistently provide a significant safety factor from which microorganisms could not survive. Microbiology and process monitoring is routinely reviewed within quality systems to maintain sterility control. Validated testing has demonstrated that microorganisms could not survive edwards' multi-stage processing with enhanced sterilant or heated glutaraldehyde terminal sterilant solution. These multiple, redundant manufacturing controls ensure the sterility of edwards' valves as provided to customers. Therefore the probability of endocarditis related to edwards' bioprostheses is remote.

Event description:
Through follow up with the health care provider, the operative report was provided. It states patient is a 74 year-old male with a history of previous coronary bypass and a subsequent aortic valve replacement who developed a streptococcus salivarius bloodstream infection. Echocardiogram showed thickening and regurgitation of the aortic valve. Cath revealed patent bypass grafts. Operative findings state thickening and aortic valve vegetation without clear abscess. The infection appeared limited to the valve without abscess formation. Patient tolerated the aortic valve replacement procedure. Patient was discharged to home in stable condition.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, edwards received information through its implant patient registry that a 25mm pericardial aortic valve, implanted approximately four (4) years and ten (10) months was explanted due to unknown reasons. The explanted device was replaced with the same model and size device. No response has been received from the health care provider and the explanted device has not been returned for evaluation.

Manufacturer narrative:
Method: device not returned. Additional manufacturer narrative: it is unknown if this device is available for return and evaluation. However, the DHR review was completed. This device passed all manufacturing and sterilization inspections with no nonconformance. There are many factors that could result in the need to explant and replace a valve, the most common of which are regurgitation or stenosis caused by pannus and/or calcification. These complications can have many root causes, including but not limited to patient factors, (age, disease states, comorbidities), pharmacological factors, or procedure factors. It is typically not related to product malfunction. Although there are multiple root causes, valves are typically explanted because they are not functioning optimally. In this case, repeated attempts have been made to get patient and event information, device availability and return, without result. Without a response from the health care provider or return of the device for evaluation, we are unable to comment on the root cause for this event. If new information becomes available, a supplemental report will be submitted. The IFU was reviewed and no inadequacies were identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. No corrective action is required at this time.